Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connector of a transfer set would not completely connect to the patient¿s titanium adapter; further described as a loose connection between the transfer set and the titanium adapter. This was identified during use on a patient for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: one actual sample was received for evaluation. A visual inspection with the naked eye noted cuts in the tubing. Functional testing including leak, clear passage, and clamp function testing were performed; leak testing failed due to a leak through a cut in the tubing. The reported condition of loose connection was not verified because the patient adaptor was connected to an in-lab titanium adaptor with no issues noted. However, a leak was verified due to a cut in the tubing. The cause of the cut tubing was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.